Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. It was reported that the generator was explanted and will not be returned to manufacturer for analysis.

Event description:
On (B)(6) 2013, clinic notes were received that indicated the patient had three back-to-back breakthrough gtc seizures on (B)(6) 2013. The patient developed postictal psychosis. The patient is currently back to baseline per the clinic notes. A battery life calculation was performed which showed 0.52 years remaining until eri=yes. The physician later reported that the generator is nearing end of service and the patient has been referred for generator replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician were unsuccessful.